Event description:
It was reported that there was an alert triggered for high rv coil impedance on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that there was an alert triggered for high right ventricular (rv) coil impedance on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2014 it was further reported that multiple episodes of noise were stored on the rv pace/sense electrogram (egm). A lead integrity alert (lia) was triggered. The patient presented to the emergency room for device evaluation. Upon interrogation, multiple episodes of short interval counts (sic) were noted with intermittent spikes in rv pace impedance measurements resulting from a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.